Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe stopper separated from the plunger rod. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328506, batch no. 8176699. It was reported that the stopper separated from the plunger rod. Verbatim: consumer reported that the plunger rod separated from rubber stopper while drawing insulin. Problem involved three syringes, occurred on (B)(6) 2019, same box, same lot. Lot # 8176699, product # 328506, no exp date.

Event description:
It was reported that relion® insulin syringe stopper separated from the plunger rod. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 328506, batch no. 8176699. It was reported that the stopper separated from the plunger rod. Verbatim: consumer reported that the plunger rod separated from rubber stopper while drawing insulin. Problem involved three syringes, occurred on (B)(6) 2019, same box, same lot. Lot # 8176699, product # 328506, no exp date.

Manufacturer narrative:
Customer returned (1) loose 1ml, 31g x 8mm relion insulin syringe. Consumer reported that the plunger rod separated from rubber stopper while drawing insulin. The returned sample was examined and exhibited a stopper inside the syringe barrel not attached to the plunger rod. A review of the device history record was completed for batch# 8176699. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is from the barrel not receiving an equally distributed amount of silicone in the barrel initially. This allowed the stopper to become imbedded in a dry area at the bottom of the barrel. Once the stopper was removed the silicone was evenly distributed on the inside of the barrel. CAPA #666972 was opened after date of manufacture for plunger rod movement difficult/unable to operate.